Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is warming up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is warming up. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed by the qa technician. Through functional evaluation, disassembly and visual inspection, the qa technician determined the device failed for heat due to corrosion of the components including the bearings. The attachment is not a repairable device and will therefore not be returned to the user facility.